Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the that the insulin pump had motor error and insulin flow block alarm. The customer blood glucose level was 135 mg/dl. The customer was advised to manually push plunger to see if insulin exits the tubing. Customer stated insulin exited the tubing. Customer stated the pump did not alarm insulin flow blocked. The insulin pump will not be returned for analysis.